Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during an intralase flap procedure in the patient's right eye and while laser was firing the patient interface experienced a suction loss. It was reported that procedure was not completed. During follow up with the account they reported that they may re-attempt flap lift in the future and if they can't patient will be switch to photorefractive keratectomy. They did not finish the flap. Bcva from (B)(6) 2018: right eye pre-op 20/30, -7.00 x -.75 x 6; left eye pre-op 20/30, -9.00 x -.50 x 75.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.